Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient received inappropriate anti tachycardia pacing (atp) therapy and defibrillation therapy and episode review was requested. A boston scientific technical services consultant identified the rhythm was highly correlated, 1:1, and there was an early premature ventricular contraction (pvc) that was blanked after a normal atrial beat. Rhythmid was on in both zones and therapy was exhausted in the vt-1 zone. The episode ended two minutes and twenty seconds after the last shock was delivered. The consultant stated it is likely the rate slowed down before the rate cutoff. Programming suggestions were provided to enhance therapy discriminators and help avoid inappropriate therapy in the future. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The bsc local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that the bsc local area sales representative recalled the rhythm was converted after delivery of the last shock. The atrial tachycardia discriminators were programmed off and the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate anti tachycardia pacing (atp) therapy and defibrillation therapy and episode review was requested. A boston scientific (bsc) technical services consultant identified the rhythm was highly correlated, 1:1, and there was an early premature ventricular contraction (pvc) that was blanked after a normal atrial beat. Rhythmid was on in both zones and therapy was exhausted in the vt-1 zone. The episode ended two minutes and twenty seconds after the last shock was delivered. The consultant stated it is likely the rate slowed down before the rate cutoff. Programming suggestions were provided to enhance therapy discriminators and help avoid inappropriate therapy in the future. The system remains in service and no additional adverse patient effects were reported.